Event description:
It was reported that the circlip allegedly came loose in the flexible knuckle. There was no reported patient involvement or adverse consequence.

Manufacturer narrative:
It was reported that the circlip allegedly came loose in the flexible knuckle. There was no reported patient involvement or adverse consequence. Additional information regarding root cause will be sent in a supplemental report once the evaluation has been completed.